Event description:
It was reported that the patient experienced withdrawal symptoms. An MRI was performed and indicated that the patient's catheter was sheared "at the anchor of the spine" and completely came apart. The sheared portion was noted to have "slithered back up into the spine" and remained within the patient. A new spinal segment was placed within the patient and the patient's therapy was reestablished. The patient was noted to have been "doing well" with spasticity well-controlled. The medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information received reported there was swelling in the patient's back and the incision was painful. The swelling was as tall as a golf ball and began on (B)(6) 2013. The patient's spasticity returned. The reservoir volume matched what was expected. The plan was to aspirate the catheter and re-prime it and verify the prime bolus. The patient had a computed tomography scan (CT) scheduled for (B)(6) 2013. It was noted the patient had intermittent withdrawal and then severe spasms a few days prior to the replacement on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(40. The previously reported conclusion no longer applies to this event.